Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a pre-existing flail in a2, with one jet central medial and a secondary jet at a1/p1 scallop. Imaging was challenging, due to the patient anatomy. The xtr clip was implanted at the central-medial location. However, after clip deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An ntr clip was implanted approximately 5mm lateral from the xtr clip, stabilizing the slda clip and controlling the residual mr. Two additional clips were implanted reducing the residual jets. Mr was reduced to 3, and the mean pressure gradient went from 4.5mmhg. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment/slda and poor image resolution was due to challenging patient anatomy. The reported unexpected medical intervention appears to be due to case specific circumstances as one additional clip was implanted approximately 5mm lateral from the slda clip, stabilizing the slda clip and controlling the residual mitral regurgitation. There is no indication of a product issue with respect to manufacture, design or labeling.